Event description:
It was reported that the patient's ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced thus resolving the issue.